Event description:
Info was / received from the vendor that the unit's audible alarm was not working. The malfunction was identified during the checkout prodcedure by the health care provider. There was no pt involvement or reported patient harm. A repair evalaution was performed and the customer's complaint was confirmed. It was discovered that the alarm was not functioning. The unit has been forwarded to engineering for root cause analysis.